Manufacturer narrative:
Zimmer biomet (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the nurse noticed while at the back table that the plate packaging did not meet the sterile requirements. A like item was used to complete the procedure with no impact to the patient.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned for investigation, with its original opened packaging. The outer foil package confirmed the reported item and lot numbers. The plate appeared to be in good condition. The packaging could not be examined for damage or tears that would have compromised the sterile barrier because it was opened during the operation. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.